Manufacturer narrative:
This is one event (death) of two events reported and associated with mdrs # 1225714-2013-00395, 00397, 00398.

Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2010 the decedent experienced another cardiovascular event subsequently expiring after use of the product.